Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the black grip handle of a 6/7f mynxgrip vascular closure device (vcd) that houses the side inflation/deflation port separated into two pieces from the device leaving no way to deflate the balloon. The staff had to cut the device in half with scissors and insert the stiff end of a .035 non-cordis jwire into a 6f non cordis sheath to deflate the balloon. After balloon deflation, pressure was held and the patient was fine. The staff and physicians are very well experienced with the mynxgrip device and have never had these issues before. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the device prior to use. The vcd was used in a diagnostic heart catheterization using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The balloon was prepped with 50/50 contrast. The deployer was not pinching or pinning the balloon with the advance or tube. The balloon was not inverted. The balloon was fully retrieved in one piece. The device along with more boxes of this lot will be returned for evaluation.

Manufacturer narrative:
As reported, the black grip handle of a 6f/7f mynxgrip vascular closure device (vcd) that houses the side inflation/deflation port separated into two pieces from the device, leaving no way to deflate the balloon. The staff had to cut the device in half with scissors and insert the stiff end of a .035 non-cordis j-wire into a 6f non-cordis sheath to deflate the balloon. After balloon deflation, pressure was held and the patient was fine. The staff and physicians are very well experienced with the mynxgrip device and have never had these issues before. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the device prior to use. The vcd was used in a diagnostic heart catheterization using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The balloon was prepped with 50/50 contrast. The deployer was not pinching or pinning the balloon with the advance or tube. The balloon was not inverted. The balloon was fully retrieved in one piece. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock closed, and the black handle was found intact without any damages. The advancer tube was on the catheter shaft, and the sealant was exposed to blood as received. The syringe was returned connected to the device. In addition, an unknown procedural sheath was received on the device, the procedural sheath was exposed to blood with no damages noted on it. The balloon of the returned device was severely twisted. Leak testing functional analysis could not be performed on the balloon of the returned device as it was severely twisted. Per microscopic analysis, visual inspection at high magnification revealed that the balloon of the returned device was found severely twisted, and the sealant was exposed to blood as received. In addition, no gap was observed between the proximal end of the polyimide shaft and the distal end of the plunger of the returned device, which can result in a deflation issue. The reported event of ¿component-component issue¿ was not confirmed through analysis of returned device as the product was received with the handle intact without any damages. However, the reported event of ¿balloon-deflation difficulty¿ was confirmed through analysis of the returned device due to the severely twisted condition of the balloon and the microscopic analysis of the missing gap. The exact cause of the issue experienced by the customer is difficult to determine as the device was received in a different condition than reported; however, the deflation difficulty of this balloon could be due to no gap present between the proximal end of the polyimide shaft and the distal end of the plunger, which would prevent proper deflation. Also, the condition of the severely twisted balloon could also result in deflation difficulties. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately prior to use in the patient. The condition of the device appears to be related to the manufacturing process of the unit; therefore, this event was referenced under an existing investigation.